Manufacturer narrative:
The hcg reagent lot number is 614888 and the expiration date is 31-jul-2023. The testosterone reagent lot number is 688762 and the expiration date is (B)(6) 2024. The calibration recovery data provided was acceptable. The customer stated that their qc was acceptable. The customer replaced the pinch tubes. The field service engineer (fse) replaced the measuring cell and the customer performed calibration successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system and elecsys testosterone ii assay results for 2 patient samples on a cobas e 411 immunoassay analyzer. The initial results were questioned as they did not meet the patients' clinical pictures and the samples were repeated. For sample 1, the initial hcg result was < 0.1 miu/ml. The repeat result was 300 miu/ml. Clarification on whether the repeat result was from the e411 analyzer or another analyzer was not provided. For sample 2, the initial testosterone result was > 52 nmol/l. The sample was repeated on another analyzer and the result was 20 nmol/l.

Manufacturer narrative:
It was found that the customer was was using an expired reagent. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.